Event description:
It was reported that the patient presented post-implant for follow up. Device interrogation revealed high capture threshold and decreased sensing on the right ventricular (rv) lead. On (B)(6) 2025, the physician elected to successfully reposition the right ventricular (rv) lead. The patient condition was stable.